Event description:
CT technologist reported that a female was undergoing a cta to rule out stenosis in the superior mesentery artery. Customer noticed a small infiltration at the 20 ga angiocath IV site in the left wrist after the injection of contrast. The patient's wrist was elevated and warm compresses were applied to the site. Patient was sent home after treatment from the CT department. The protocol used was 3 ml/sec for a total volume 125 ml of optiray 320 contrast with a psi of 300 psi.

Manufacturer narrative:
The field service engineer verified the injector system's operation using install + service manual. Field service engineer found no problems, unit remains in service.